Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed, but the exact cause could not be determined. One 5fr d/l powerpicc solo was received with the tls stylet within the lumen. The catheter length had not been modified. A kink was observed in the catheter tubing between the 39 and 40 cm depth marks. After removing the stylet, it was observed that the plastic tubing and core wire were kinked 12cm from the tip of the stylet. The kink was not located in the magnetic region of the stylet. This type of damage can occur if the catheter is advanced against resistance during the insertion process; however, there were no distinguishing features which could aid in identification of a specific root cause. No damage associated with the manufacturing process was noted on the stylet. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a 5fr d/l powerpicc with a kinked tls stylet.